Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial patient stated they were having worsening symptoms. Trial patient stated hurting/pain at lead bandage site. Trial patient stated when she turned on programmer screen had no device communicating displayed. On (B)(6) 2021 additional information was received from trial patient. Trial patient stated they think they dislodged a lead. Trial patient feels the device is not working. They also stated being in pain, but stated they have pain much of the time and that the pain was before the procedure.